Event description:
A home patient reported that the minicap had become disconnected from the transfer set. According to the home patient the minicap could not be located. Per the home patient the transfer set was changed, there was no medical intervention and no pt injury.